Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. B5 added the procedure bronchoscopy. Added health professional to report source. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus confirmed the event. The root cause of the suggested event could not be established. However, the bending section cover leaked and water invaded scope connector. Therefore, olympus presumed that abnormality occurred in circuit inside the scope connector, and the subject device and video system center could not communicate normally. Performing reprocessing while the device has leakage increases a possibility of damage to the device due to water invasion. Instructions for use instructs to perform leakage test prior to manual cleaning and contact olympus when leakage is detected. The event can be detected and prevented in accordance with the following instructions for use. ¦warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_ leakage testing of the endoscope_ perform the leakage test. Olympus will continue to monitor field performance for this device.

Event description:
The event was found during a bronchoscopy procedure.

Event description:
It was reported that there was no image on the bronchovideoscope. This occurred during preparation for use for a diagnostic procedure. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.